Manufacturer narrative:
Final analysis found burnt marks on the circuit board. It was concluded that the device was hit by a high current flow during electrical storm as reported in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter became fried due to electrical storm. The prongs and metal strips inside the power supply were black. The transmitter was replaced.